Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon tore the outer gasket by inserting scope through the trocar. Another trocar was used to complete the case. There was no consequence to the pt.